Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had alarmed motor error during troubleshooting. Customer was hospitalized due to high blood glucose. Customer's current blood glucose was 244 mg/dl. The device was not exposed to a high magnetic field. Customer was advised to run manual prime and device did not alarm. Customer changed out the reservoir and infusion set. Customer was able to fill the tube manually. Alarm has occurred only one during the last month. No further information reported.